Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill broke. Probable root cause: design. Drill design too weak. Drill material too weak. Manufacturing processes selected weaken drill material. Drill extends too far beyond guide . Process. Drill manufactured out of specification. Application. Excessive force while drilling. Selection of wrong drill. Reuse of disposable drill. Use of reusable drill past lifetime . Starting and stopping drill. Pulling drill out of bone without running drill. Moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the tip of the drill broke during the procedure. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the drill broke during the procedure. The tip was retrieved.